Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that tpn to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 22055937 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was clogged. The following information was provided by the initial reporter: pn filter tubing would not allow tpn to prime past the filter.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was clogged. The following information was provided by the initial reporter: pn filter tubing would not allow tpn to prime past the filter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.